Event description:
The customer reported that at the end of the procedure for conization, when the device was being used to stop some bleeding, smoke was first observed and then the drapes burned. The pt received a 1st to 3rd, 15-20 cm burn from the upper part of the left ilium to the thigh. It is unk how the burn was treated. The electrosurgical generator (a non-covidien generator) was set at cut - 40w and coag - 40w. The electrosurgical pencil was used with single use electrode by conmed (a non-covidien electrode). The cord of the pencil was observed as damaged and burned approximately 40cm from the pencil. A (B)(4) laser (a non-covidien device) was also used. A silicone or some kind of tube was used around laser irradiation part, so, the customer assumed it might have caused the incident. The procedure was extended more than 30 minutes.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2011. The incident sample has been requested, but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.